Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure (ess205) inserted. Essure (ess205) was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure (ess205) inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure (ess205) inserted. Essure (ess205). On (B)(6) 2021, she underwent a surgical medical device removal (seriousness criterion intervention required) with partial hysterectomy) at the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-nov-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. 627747) for female sterilisation. The patient had a medical history of hypertension, hypothyroidism, obesity, menorrhagia, pelvic pain, ovarian cyst, mittelschmerz and abdominal pain. Previously administered products included: valium, hydroxyzine, promethazine, motrin [ibuprofen], cytotec and ketorolac. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 3 coils exposed on right side and 1 coil exposed on left side. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test urine] on (B)(6) 2008: negative. Lot number: 627747. Manufacture date: 2008-07. Expiration date: 2010-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 627747) inserted for female sterilisation. The patient's medical history included abdominal pain, mittelschmerz, ovarian cyst, pelvic pain, menorrhagia, obesity, hypothyroidism and hypertension. Previously administered products included for an unreported indication: valium, vistaril, ketorolac, motrin, cytotec and phenergan. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: 3 coils exposed on right side and 1 coil exposed on left side diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2008: negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: medical record received. Lot number added. Historical drug & conditions added. Lab data added. Patient name updated we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.